Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber-optic is broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found the fiber-optic connector would disconnect when jiggling the fiber-optic sensor. The fiber-optic sensor was replaced. The safety disk and tidal disk were replaced due to exceeding required cycles. The stm completed all safety, functionality and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber-optic is broken. There was no patient involvement, and no adverse event reported.